Event description:
The international customer reported the ventilator cannot work on dc power during normal ventilation operation. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. The mfrs field service engineer confirmed the reported problem and also found the ventilator would not work on ac power either. The mfs field service engineer evaluated the device and replaced the power supply to address the reported problem. The device passed all MFR required testing.